Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump touchscreen was cracked and ¿partially unreadable¿. The customer¿s blood glucose was 189 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.